Manufacturer narrative:
The manufacturer is attempting to acquire the explanted device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The cardiologist reported that the hospital was returning the explanted lvad to be evaluated for possible thrombus. No additional information was provided to the manufacturer.